Event description:
It was reported during a therapeutic polypectomy of a large pedunculated polyp, the physician decided to use single use ligating device (polyloop) to prevent post polypectomy bleeding. The poly loop was placed around the base of the polyp and the nurse started to close the loop. The loop was closed tightly around the polyp. The physicians were able to manipulate the handle of the ligating device to release the loop. Because the loop was on tight around the polyp and now deployed from the sheath they were able to complete the procedure which was cutting off the polyp with a hot snare. There were no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.